Event description:
Patient came into the cath lab for a new rv lead placement. The patient's chronic rv lead was not capturing in bipolar and unipolar , and the impedance uni and bipolar was >3,000 ohms. A new lead was placed.

Event description:
It was reported that a patient presented with loss of capture, high pacing impedance and fracture noted on the patient's right ventricular lead. The lead was surgically capped and replaced on (B)(6) 2024. No adverse patient consequences were reported.